Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a recently implanted patient that they had noticed that their pain had gotten worse over the last 2-3 days at the incision sit and when they would walk around their incision was so painful they could barely touch it. The patient said they felt almost like an electrical sensation/shocking sensation going up to their back and down to their legs. The patient said the shocking sensation they felt was kind of like having a nerve conduction test and feeling this shocking sensation from electrodes that were placed on their body and they would get these sensation just all of a sudden and would just radiate throughout their body. The patient reported the pain was so bad the night prior to the call that they turned off their ins. The patient noted the pain was a little better with the ins off, but the patient stated they still felt tingling like the therapy was still on. The patient was assisted in checking their ins and it was determined the ins was off. The patient stated they were struggling to get the right setting that would give them relief. The patient stated they thought they were at 0.3 originally but when they got home they turned stimulation down because it was too painful but when they had it at a lower level they didn¿t get good symptom relief, the patient was wet a lot so they turned the stimulation up to 0.4 and got good results with that level of stimulation but it was painful at that level. The patient noted they got the device to help with their urinary issues and they had gotten some relief and their symptoms weren¿t as bad as they were prior to getting the device. The patient noted they weren¿t going to the bathroom (urinating) every 20 minutes anymore and instead was going to the bathroom maybe once every 1.5-2 hours. The patient stated they had felt stimulation in their bike seat. The patient reported when they turned up stimulation they felt pain in their incision area. The patient noted having unrelated to the device and pre-existing lower back issues /health issues in general that were going to affect their muscles and joints and the patient said that this was maybe what was effecting them as well and stated they may just be a little extra sensitive right now or that they just needed to get used to the device. The patient noted they had been trying to follow the post-surgery activity I instructions but that the patient was afraid that with what they had been doing that the implant may be moving around in its pocket (feeling like it was moving) because they had a gross amount of pain. The patient stated they felt sensations for the first time two days ago for the first time they felt like where their incision was like something the implant was moving around or floating around. The patient also noted they didn¿t get the device for constipation but that it helped with their pre-existing constipation issue. After discussing the therapy information with the patient, they decided to turn their stimulator off for the time being and was redirected to their health care physician (hcp) to see if their was a different program that they could switch to. There were no further complications reported.